Manufacturer narrative:
MDR- 3009897021-2020-00944 follow-up # 2 submitted on (B)(6)2021 noted the following: b5 describe event or problem: on (B)(6)2020, the device was placed with the patient... Correction b5 describe event or problem: on (B)(6)2020, the device was placed with the patient... Based on the correction and the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged swelling and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On (B)(6) 2021, a device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system was completed by kci quality engineering. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci field services, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Section h3: other (code unspecified, describe in h10): the device was not returned to kci after multiple attempts. Based on the device information available, kci's assessment remains the same: it cannot be determined that the alleged swelling and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci made multiple unsuccessful attempts to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On (B)(6)2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed and the event logs could not be reviewed.

Manufacturer narrative:
Additional information for v.a.c.® granufoam¿ dressing lot 8096896v009: h4 device manufacture date: 21-may-2020 based on the additional information obtained regarding the v.a.c.® granufoam¿ dressing, kci's assessment remains the same: it cannot be determined that the alleged swelling and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 20-oct-2020, a device history record review for v.a.c.® granufoam¿ dressing lot number 8096896v009 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Additional information for v.a.c.® granufoam¿ dressing lot 8096896v009: expiration date: (B)(6) 2023; unique identifier (UDI) #: v.a.c.® granufoam¿ dressing UDI #: (B)(4). Based on information provided, it cannot be determined that the alleged swelling and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Acrylic adhesive: the v.a.c.® drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: schemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision.

Event description:
On (B)(6) 2020, the following information was reported to kci by patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to experiencing "some" swelling. The patient was subsequently admitted to the hospital for a "few" days. No additional information available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion. A device history record review for the v.a.c.® granufoam¿ dressing lot number 8096896v009 is currently pending completion.